Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in the left anterior descending artery. The 3.50x16mm graftmaster stent moved slightly proximal during deployment. The stented area was sealed. The unstented portion of the perforation was sealed with multiple balloon inflations using a new unspecified balloon for about 1-2 minutes per inflation. There was no adverse patient sequela reported. No additional information was provided.